Manufacturer narrative:
The device was successfully exchanged with another lvad, and the patient remains ongoing without any further issues. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the patient's pump was failing, due to the device reaching its end of life. The patient was re-implanted with another left ventricular assist device.